Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
The following sections are being reported: b4: date of this report was updated. D4: unique device identifier (UDI) and expiration date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: type of investigation codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310. H10: narrative/data was updated. Complaint history review was performed for the reported lot number 1257496 for similar events and no other complaint was identified. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (infection) or product (tsvmb11). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Expiration date and unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to infection at the implant site.